Manufacturer narrative:
The device used in treatment was returned for evaluation and we have established a relationship between the reported event and the device. A visual inspection of the returned device noted cracked and chipped casing. A functional evaluation showed an error message of 'device failed-please return' and the root cause confirmed as internal defective software. The manufacturing records show no evidence that the product did not meet specification at the time of manufacture. The complaint history file contains further instances of the reported event, however this investigation is now complete with no further action deemed necessary at this stage. We will continue to monitor for any adverse trends relating to this product range. Smith + nephew acknowledge customer concern and are continually investigating ways to develop and improve our products.

Event description:
It was reported that during investigation the error "device failed, please returned" was confirmed. No case involved.